Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from multiple tests for 1 patient. Of the data provided, results for creatinine plus ver.2 (crep2), alkaline phosphatase acc. To ifcc gen.2 (alp2), aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (astlp), glutamyltransferase ver.2 standardized against ifcc / szasz (ggt-2), lactate dehydrogenase acc. To ifcc ver.2 (ldhi2), c-reactive protein gen.3 (crpl3), and ise indirect k for gen.2 (ise indirect k for gen.2) were erroneous and reported outside of the laboratory. The physician received the corrected results after repeat testing was performed. The initial crep2 result was 3.60 mg/dl. This result was reported outside of the laboratory. The sample was repeated and the result was 0.83 mg/dl. A third crep2 result of 0.84 mg/dl was obtained. It is unclear if this third result was from the same sample or a different sample. Clarification on this has been requested. The initial alp2 result was 124.1 u/l. The repeat result was 51.3 u/l. The initial astlp result was 18.0 u/l. The repeat result was 37.6 u/l. The initial ggt-2 result was 36.2 u/l. The repeat result was 3.5 u/l. The initial ldhi2 result was 242.4 u/l. The repeat result was 703.1 u/l. The initial crpl3 result was 32.45 mg/l. The repeat result was 8.28 mg/l. The initial ise indirect k for gen.2 result was 4.22 mmol/l. The repeat result was 5.58 mmol/l. No adverse event was reported. No reagent lot numbers or expiration dates were provided.